Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that a physician in an online survey stated that they were not able to successfully place the electrode (ability to place electrode) because of difficult anatomy and severe tricuspid regurgitation in relation to the semi-floating bipolar temporary pacing electrode catheter.

Event description:
It was reported that a physician in an online survey stated that they were not able to successfully place the electrode (ability to place electrode) because of difficult anatomy and severe tricuspid regurgitation in relation to the semi-floating bipolar temporary pacing electrode catheter.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.